Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: how was the foreign matter identified? The foreign matter was identified by follow up MRI of the procedure. What is the most current patient status? The patient was already discharged. But the follow up will continues and take MRI. Was there any medical or surgical intervention needed after the follow-up was performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. There was no medical nor surgical intervention. The following information was requested, but unavailable: what is the lot number? What is the orthopedic procedure name? What is the procedure date? What date did the foreign matter was identified?

Event description:
It was reported that a patient underwent an orthopedic procedure on an unknown date and absorbable hemostat was used. After the procedure the absorbable hemostat remained as a foreign matter, which resulted in compression of the tissue or nerve. The patient had no clinical symptoms, no medical treatment was performed, and it was decided to wait for absorption into the body and follow-up was performed. Additional information was requested.